Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history review (f1605402) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device, the patient developed a hematoma of less than 6 cm. The device was used with a 6f procedural sheath for arterial closure following an interventional procedure. There were no issues with the mynx deployment. The patient was transferred to the coronary care unit (ccu) with no noted problems. Subsequently, a hematoma of less than 6 cm developed in the ccu. Manual compression was applied for greater than 30 minutes to treat the hematoma. The patient was described as stable and hospitalization was not prolonged as a result of the event. No further information is available.